Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: dtbb1d4 implantable cardioverter defibrillator, (B)(6) 2013; 6935m62 implantable tachy lead, (B)(6) 2013; 429688 im plantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that during initial system implant, the physician made unsuccessful attempts while placing the right atrial (ra) pacing lead. The lead remains in service. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.